Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The original equipment manufacture investigation concluded that the device functioned as designed and no defects related to manufacturing/assembly were observed. Since no evidence of flaking metal was overserved, the event was likely end-user induced. These devices are visually and functionally inspected 100% prior to packaging. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation to date. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus device metal material flaked off and fell into a patient during a diagnostic hysteroscopy to biopsy and endometrial mass. The device was inspected prior to use and no issues were identified. The device material flaked off at the beginning of the procedure immediately upon insertion. Small forceps were used to retrieve the flakes from the patient causing a procedural delay of 15 minutes. Normal saline solution was used as an irrigant during the procedure. The intended procedure was completed with an unknown device.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The olympus service center performed a device evaluation on the subject device and was unable to confirm the reported event. The visual inspection of the received condition did not find any material flaking off from the subject device. The functional inspection results stated the subject device functioned as intended. The investigation is ongoing. A supplemental report will be submitted when completed.